Event description:
It was reported the cysto-nephro videoscope outer rubber coating cracked and broke apart. There were no reports of patient harm.

Manufacturer narrative:
The date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: b5, d8, d9, h2, h4, h6, h11 the device was not returned for evaluation; therefore, a definitive root cause could not be determined.

Event description:
No additional information received from customer.